Event description:
Nellcor puritan bennett received a report of leaking issues on a hi-lo endotracheal tube. A patient with a diagnosis of sepsis with strep pneumonia was on a hi-lo evac endotracheal tube. Secretions were leaking out of the top portion of the endotracheal tube. The patient was re-intubated for secretion control. The caller reported that the sample associated with this complaint was discarded.